Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increasing shock impedance measurements. All other lead measurements were good and stable. An invasive procedure was performed to revise the lead. The chronic device was also replaced at this procedure. When the lead was connected to the new device, shock impedance measurements greater than 125 ohms were observed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.